Manufacturer narrative:
A complete manufacturing review could not be performed as the lot number is unk. The device was returned. The investigation is confirmed for retraction issues and a balloon detachment due to the condition in which the device was returned for eval in two segments. The distal portion of the device containing the balloon was examined. The inner polyimide lumen extended beyond the proximal end of the balloon for approx 0.8 cm. The polyimide break was jagged and stretched in appearance, likely indicating excessive force was used. The distal end of the catheter, including the balloon, had detached from the rest of the catheter at the proximal balloon glue joint. The balloon material had become prolapsed over the distal tip of the catheter. This likely indicates retraction issues. No functional testing could be performed due to the condition in which the sample was returned. The investigation is confirmed for retraction issues and a balloon detachment due to the condition in which the device was returned. However, the definitive root cause could not be determined based upon the available info. It is unk if pt and/or procedural issues contributed to the reported event.

Manufacturer narrative:
To ensure compliance to 21 cfr 803.50 a retrospective review of this file was conducted to determine if good faith efforts were made to obtain the required information and/or an explanation of why any required information was not provided. A follow up attempt was made to obtain any information pertaining to the patient, product, and/or procedural details (e.g. Date of the event, relevant test data, relevant history, lot #, catalog #, implant and/or explanted dates, and concomitant product(s) or therapy) that were not previously obtained during the initial investigation. The international representative did not have any additional details to provide at this time.

Event description:
It was reported that the pt balloon as separating from the catheter during retraction. There was no reported retraction difficulty through the sheath. No further treatment was provided. There was no reported pt injury.